Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted: (B)(6) 2016. 305c225 tissue valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rare intermittent undersensing after an atrial paced beat. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reviewed and parameters appeared to be between the normal limits.